Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2016-01431 / 01434). Not returned by attorney.

Event description:
Legal counsel for patient reported patient underwent an initial left hip arthroplasty on (B)(6) 2010 and an initial right hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on the right side on (B)(6) 2014 and on the left side on (B)(6) 2014 due to patient's allegations of pain, swelling, inflammation, lack of mobility, damage to surrounding bone and tissue, elevated metal ion levels, and metallosis. During both procedures, all components were removed; legacy zimmer head and competitor products were implanted. Cables were additionally implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.